Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 23 millimeter (mm) valve in a previously implanted non-medtronic surgical aortic valve, a mean gradient of 15 millimeters of mercury (mm hg) was observed. Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. Following the post-implant bav, the valve dislodged aortic, and severe aortic insufficiency was observed as a result of the dislodgement. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 mm, and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the implant depth on the ncc was -3 mm, and the implant depth on the lcc was -3 mm. Subsequently, the valve was pulled up and fixed to the ascending aorta, and a 20 mm non-medtronic transcatheter valve was implanted valve-in-valve. Per the physician, the post-implant bav caused the valve to dislodge.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilation was performed. The deployment starting point was at the base of the surgical valve. A non-medtronic guidewire (dc lunderquist) was used during implant. The mean gradient before the valve implant was 50 millimeters of mercury (mmhg). Following the post implant balloon aortic valvuloplasty (bav), the severe aortic insufficiency was central regurgitation. Per the physician, the patient's previous surgical aortic valve contributed to the elevated gradient and there were no anatomical features that contributed to the valve dislodgement.